Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was turned on, all six characters are missing the top right segment upon post test. It was indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: sample was received for evaluation. It was observed that two segments were missing from each portion of the display. Unit was disassembled. During disassembly, it was found that one of the bottom screws was missing. The battery screws were not in the correct place and the front and bottom covers were damaged. Internally, one of the mounting brackets for the front panel was missing a screw. It was found that the 44-pin cable was not completely seated on the main pcba side. Cable was reseated. Unit was powered up three times. Each time, all segments showed on the display. The investigation isolated the failure to the front and bottom covers main pcba and cable. The serial number was provided and the service history record for this device was reviewed for similar complaint modes. Similar complaint mode(s) relevant to this complaint were found in the device service history record. Complaint trends will be reviewed and monitored. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.